Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention was undertaken wherein, the entire system explanted.

Event description:
It was reported the patient experienced a fall and addressing pain at the anchor site and ineffective therapy. In turn, reprogramming was unable to resolve the issue. As such, surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown.